Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #270804944:part # 6550017 lot # kh17e096 visual and optical inspection confirmed a portion of the break off extender has broken and a break off tab is jammed into the extender. This type of damage is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: country: (B)(6). Device evaluated by MFR: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an indication of l3/l4 trauma in need of t10-s2 pps in spinal therapy. It was reported that while passing the rod, the extenders were forcibly passed and the rod was dropped into the shaky place forcibly, so the tabs broke completely from the root and the contralateral one was also an obstacle, so an attempt was made to break it, but the rod was in the way and the instrument to break the extender did not go down until the end, it was thought that the extender was broken because force was applied from the middle. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.